Event description:
It was reported that during an implant procedure, the lead would not stay in place after deploying the lobes. It was also noted that the lobes did not deploy "properly." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.